Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue to be an electrical failure of the device display board. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/03/2017 to present date 10/20/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message for a display failure. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue to be an electrical failure of the device display board. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for (B)(6) was performed from date of manufacture (B)(6) 2017 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message for a display failure. There was no patient involvement.